Event description:
The initial reporter received questionable elecsys troponin t hs results for 8 patient samples tested on the cobas e 801 analytical unit. Patient sample 1 on (B)(6) 2026: the initial result was 33.3 ng/l. The first repeat result was 27.8 ng/l. The second repeat result was 27.3 ng/l. Patient sample 2 on (B)(6) 2026: the initial result was 9.75 ng/l. The first repeat result was 5.12 ng/l. The second repeat result was 4.74 ng/l. Patient sample 3 on (B)(6) 2026: the initial result was 8.90 ng/l. The repeat result was 5.26 ng/l. Patient sample 4 on (B)(6) 2026: the initial result was 29.4 ng/l. The first repeat result was 25.9 ng/l. The second repeat result was 22.0 ng/l. Patient sample 5 on (B)(6) 2026: the initial result was 41.9 ng/l. The first repeat result was 12.0 ng/l. The second repeat result was 7.89 ng/l. Patient sample 6 on (B)(6) 2026: the initial result was 12.9 ng/l. The repeat result was 9.79 ng/l. Patient sample 7 on (B)(6) 2026: the initial result was 6.38 ng/l. The first repeat result was 3.00 ng/l. Patient sample 8 on (B)(6) 2026: the initial result was 17.5 ng/l. The first repeat result was 13.0 ng/l. The second repeat result was 11.9 ng/l.

Manufacturer narrative:
The elecsys troponin t hs reagent lot number is 88252001 (expiration date: 31-jan-2027).